Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there malformed clips with the device? Was procedure actually completed with "another plee60a and gst60t" per your event description? Or was procedure completed with another el5ml device? Rep advised that the surgeon could not recall the incident when asked. The case was initially reported to him by a nurse. No further information is available.

Event description:
It was reported that during a lap bilateral inguinal hernia, clips would not deploy properly when trigger was squeezed. Another plee60a and gst60t was opened and used. No delay to procedure. No ae to patient.

Manufacturer narrative:
(B)(4). Batch # p91j4x. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.